Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 180 mg/dl and 88 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation, however the customer stated he lost the product and is unable to return at this time.